Event description:
Related manufacturer report number: 3006705815-2022-15097. It was reported that one of the patient was experiencing ineffective therapy due to one of their leads having migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. It is unknown which lead was explanted and replaced so both are being reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was not explanted or replaced, the lead was repositioned during the procedure on (B)(6) 2022.